Manufacturer narrative:
Additional information d1, d2, d4 device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in used condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing performed. The customer reported problem was not confirmed. According to the investigation, no problems were found with the pump when fully charged high quality batteries were installed in the pump or the pump alarming when running or alarming without displaying a message. The pump passed all functional tests and was found to be operating properly. No fault found.

Manufacturer narrative:
Product UDI and 510 k number are unavailable at this time.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that during a chemotherapy treatment, the a pump alarmed, "discharged battery" at 3 am even thought they were new. Eight hours after installation, the pump stopped working. It was charged up and displayed that it was recharging, but went off after five minutes. There was a seven hour interruption of treatment after the incident, but no clinical consequences were observed.